Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, as the physician was placing the right ventricular lead in the header of the device, it was a struggle to remove the wrench from the setscrew. The right ventricular lead had high impedance measurements on both the pace/sense portion and the superior vena cava (svc) coil. The lead was removed from the header and placed back in the header once more. The pin was all the way in and there was no change. The device was not used and a new device was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.